Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was determined during the trouble shooting of a check total volume alarm that the patient had connected to the homechoice before properly priming the patient line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.